Event description:
The user reported to the clinic on the (B)(6), 2020 that she was experiencing reduced volume with the device. The user has also reported an increased 'tinging' sound with the device. A gradual change in hearing performance has been reported. The user has been re-implantated on the (B)(6) 2021. Reportedly, the explanted device was accidentally thrown away during turnover of the case.

Manufacturer narrative:
Additional information: according to available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the device has been thrown away in the field. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic on the (B)(6) 2020 that she was experiencing reduced volume with the device.